Event description:
Patient disclosed that they are in the hospital currently due to a PICC (peripherally inserted central catheter) line infection. Patient was admitted early this week and was started on IV antibiotics. She reports that they are replacing her PICC line today and she is off of IV antibiotics now. She is hoping to discharge today or tomorrow.